Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. (B)(4).

Event description:
It was reported that a 58-year old caucasian female patient underwent primary breast reconstruction with two 430cc mentor memorygel boost breast implants suffered bilateral breast capsular contractures (baker grade iii) and double bubbles, post-operatively. As a result, the patient underwent bilateral breast implant removal and replacement on (B)(6) 2022. The replacement devices were: (right) 450cc mentor memorygel boost breast implant catalog: smpb450 lot:9701236 sn: (B)(4) and (left) 450cc mentor memorygel boost breast implant catalog: smpb450 lot: 9746970 sn: (B)(4).this medwatch form is for the left breast prosthesis.

Manufacturer narrative:
On january 23, 2023, mentor received additional information indicating that the patient suffered the following: migration of the left implant with bilateral breast pain and discomfort, right breast asymmetry, and animation deformity bilaterally. The patient underwent bilateral capsulotomy, and fat grafting to improve contouring and correction of hollowness in the upper pole bilaterally.

Manufacturer narrative:
On february 15, 2023, the mentor failure analysis lab received the device for evaluation. On february 20, 2023, the product investigation was completed. Device investigation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. During the visual evaluation, no apparent damage or visual anomalies were observed on the smo ro mod pro boost gel 430cc returned device. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications.